Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a poor connection between the device and its radiofrequency (rf) head, the rf head connector on the link electronic module (lem) board was loose and the lem was therefore replaced and recalibrated to resolve. Additionally the hard drive was reconfigured and the software was reloaded and updated. Concomitant: 229047 software analyzer. (B)(4)

Event description:
It was reported that the connection between the programmmer and the radiofrequency (rf) programmer head was poor, and only worked if an area that had been taped was held down. The programmer was returned for service. No patient complications have been reported as a result of this event.